Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that after an endoscopic vein harvesting procedure, they noticed on the box that it was expired. The reporter did note that two team members had signed off the product dating in (B)(6) but did not pull the product which expired the end of june 2014.